Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: a noise image. A root cause could not be identified. Based on the results of the investigation, it is likely that the reported 'noise image' occurred due to corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope was displaying a flashing image. Reportedly, this issue occurred during inspection for use. There was no report of patient harm.